Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter7 (cat7) confirmed a fractured on its distal end. Evaluation revealed signs of torquing at the fractured location. If the cat7 is rotated unrestrained against resistance, damage such as a fracture may occur. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation of the cat7 revealed kinks and bends along the length of the catheter and ovalizations along the returned fractured distal segment. This damage was incidental to the reported complaint. The ovalizations likely occurred during removal of the distal fractured segment from the patient¿s body, and kinks and bends may have occurred during packaging for return. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the brachial vein using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath (7f). The physician performed nine passes using the cat7. After completion of the thrombectomy procedure, the physician removed the cat7 to deliver a non-penumbra stent to the target location. At this time, the physician was unaware that the cat7 fractured, leaving a fragment within the vessel. When the physician attempted to advance the stent, the vessel was found to be obstructed. It was noted that the fractured cat7 fragment was lodged in the sharp curve of the arteriovenous (av) fistula. A non-penumbra balloon device (2.5 x 40mm) was used to successfully remove the cat7 fragment. All cat7 fragments were fully retrieved from the patient. The stent was then placed in the av fistula, and the procedure was completed at this point. There was no report of an adverse effect to the patient.